Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the casing was cracked/ broken on her onetouch lancing device. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 1x daily and manages her diabetes with januvia pills (100 mg). The alleged issue began on (B)(6) 2012. The patient confirmed she was not able to continue testing her blood glucose. The patient denied making changes to her usual diabetes management routine. A couple hours after the alleged issue, the patient claims she felt symptoms of shaky and dizzy which she associated with low blood glucose. The patient ate a sandwich and felt better about 30 minutes after. At the time of troubleshooting, the cca noted it was not the first time the subject lancing device was being used for testing. There was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device. The patient administered self-treatment with food and did not receive any other form of medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.